Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient called in for an informational query and to check their device. Patient reports feeling a "little stimulation" nothing alarming. The call center assisted the patient with their patient programmer (pp). They were able to sync to their ins which showed stimulation was on; they were at 1.1v on program 3. Troubleshooting resolved reported issue. It was reviewed that therapy seems to be functioning according to the information on pp screen. It was recommended to monitor symptoms and consult with healthcare provider's (hcp) office if necessary. Patient responded to a letter on (B)(6) 2018. When asked the cause of the "feeling a 'little stimulation nothing alarming" issue, the patient said "tsa made me go through the metal detector. I still needed a pat down, nobody available." No further patient complications have been reported as a result of this event.